Manufacturer narrative:
Additional information: the index procedure was to treat the lad, and not the 2nd rpl as previously reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
During the index procedure, the patient had one resolute integrity drug-eluting stent implanted in the 2nd rpl. Post procedure on the same day it is reported that the patient suffered a stroke due to an occluded ica. Investigator assessed that the event is not related to the study stent. Patient was treated with antithrombotic therapy and later discharged from hospital.